Manufacturer narrative:
A patient experiencing pain/discomfort at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site due to ipg being superficial. Surgical intervention was undertaken won (B)(6) 2026 wherein the ipg was repositioned to address the issue. Therapy was restored post-op.